Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent removal of the humeral nail due to non-union and revision with a new humeral nail. Initially, the patient was implanted with the reported device last (B)(6) 2016. The surgeon stated that the procedure was not due to a hardware failure, but simply the patient outlived its lifespan as a result of patient surviving his cancer. It was observed that the lytic lesion involved has not healed. During the revision procedure, it was discovered that the most proximal screw in the nail was broken, as a result in the collapse of the fracture which caused the nail to protrude out the top of the humeral head thus requiring to perform a revision. The procedure was successfully completed with no surgical delay. Patient status was fine. Concomitant device reported: expert humeral nail (part # 04.001.640s, lot # 5889896, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 1 of 1 for complaint (B)(4).